Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient fell on a wet floor tuesday (B)(6) 2019 and landed on their left knee and left hip area. They reported no changes in the areas of stimulation, but had increased pain related to the fall. An appointment was held on (B)(6) 2020 with the health care provider (hcp) where x-rays confirmed that both leads were confirmed to have moved down. At implant the left lead was implanted at middle t7 and the right lead at the top of t8. The (B)(6) 2020 office x-ray showed that the left lead was now at the top of t8 and the right lead was at the top of t11. Per the representative who attended the appointment, the patient was reprogrammed and had good stimulation after. At this time, it was unknown if the hcp planned on doing a lead revision. No further complications were reported.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the provider wasn¿t planning on a lead revision since the patient had good stimulation coverage after reprogramming. No further complications were reported.